Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) study. Same case as MDR#2134265-2013-07879. It was reported the pericardial effusion occurred. During an atrial fibrillation ablation procedure, two constellation catheters were introduced to map the atria. After the procedure it was noticed that pericardial effusion occurred to which the constellation catheters might have contributed. The pericardial effusion was treated with invasive intervention and insertion of a drain. The drain was removed the next day and the patient remained hospitalized for monitoring. No further patient complications were reported. The patient's condition was stable and recovering. The event was considered resolved three days later.